Event description:
It was reported that they got a non-recoverable system error alarm 64, unable to control pump power in an arctic sun device. So, they changed the device out. This alarm indicates the device was unable to enable pump power (control processor). In the future, turn the control module off. Wait 30 seconds and turn the control module on. They could resume therapy, empty the pads if prompt. If alarm persists send device to biomed. Confirmed they might put this device back in service. Confirmed they were able to adjust the duration on the new device to match where they were in therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They changed the device out. This alarm indicates the device was unable to enable pump power (control processor). In the future, turn the control module off. Wait 30 seconds and turn the control module on. They could resume therapy, empty the pads if prompted. If alarm persists send device to biomed. Confirmed they might put this device back in service. Confirmed they were able to adjust the duration on the new device to match where they were in therapy. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got a non-recoverable system error alarm 64, unable to control pump power in an arctic sun device. So, they changed the device out. This alarm indicates the device was unable to enable pump power (control processor). In the future, turn the control module off. Wait 30 seconds and turn the control module on. They could resume therapy, empty the pads if prompt. If alarm persists send device to biomed. Confirmed they might put this device back in service. Confirmed they were able to adjust the duration on the new device to match where they were in therapy.